Event description:
It was further reported that vascular access was obtained through the femoral artery. The vessel was moderately tortuous and severely calcified.

Event description:
Caller tested 4.8 inr on coaguchek xs system 1 and 2.9 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1(lot number 20173722, expiration date 10/31/2010). Reference medwatch report with patient (B) (4) is for the suspect device used in system 2.